Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) and high capture thresholds. The patient had presented to the hospital with chest pains, and it was determined there was rv lead microdislodgement. Lead revision was performed to reposition the rv lead, and the procedure was completed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: updated to include undersensing allegation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) and high capture thresholds. The patient had presented to the hospital with chest pains, and it was determined there was rv lead microdislodgement. Lead revision was performed to reposition the rv lead, and the procedure was completed successfully. No additional adverse patient effects were reported. It was also reported that this lead had exhibited undersensing prior the lead revision. No additional adverse patient effects were reported.